Event description:
My surgeon used the medtronic infuse which caused me significant pain, and now I have to visit frequently my doctor's office. Because of the medtronic infuse implanted during my surgery I now suffer from severe pain and physical discomfort with limited mobility on a daily basis.